Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. During the investigation it was noted that the reported issue of the device failing the self-test could not be reproduced. The logs were reviewed, and the activity log showed that the device failed the self-test when tested with paddles. The paddles were not returned for evaluation. Additionally, the returned mfc cable was found to be damaged, which may also have contributed to the reported issue. The device subsequently passed full functional testing. Based on the log review, the pace/defib (pd) engine was replaced as a precautionary measure. No emerging trend based on similar reports.